Manufacturer narrative:
The insulin pump was received with moisture damage found on the keypad traces. All of the buttons functioned properly and no button error alarm noted during our testing. The operating currents are within the specification, no unexpected low battery or off no power alarm noted. The insulin pump has minor scratched display window, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad got stock and the insulin pump alarmed button error. Blood glucose value was 75 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.